Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead for high rate non-sustained episodes and high sensing integrity counter (sic). In addition, a rv lead noise warning triggered for oversensing and noise, and the patient received potentially inappropriate high voltage therapy. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 419388 lead implanted: (B)(6) 2005, 5076-52 lead implanted: (B)(6) 2005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that approximately one month later the patient had a device check. The high voltage therapy received was in appropriate, rv lead failure. Implantable cardioverter defibrillator (ICD) therapies/detections turned off. Life vest placed, patient awaiting new rv lead. Additionally, the rv exhibited high impedance measurement on the superior vena cava (svc) coil, rv defibrillator coils and fracture was suspected. The rv lead was explanted and replaced.